Event description:
During the evaluation of a returned spectrum infusion pump, 194 occurrences of "downstream occlusion" alarm was identified in the event history log. There was no patient injury or medical intervention required since the items was found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The downstream tubing guide, and force sensor gasket were replaced.